Event description:
It was reported that the pt underwent an anterolateral spinal procedure using a vb replacement device. Initially, the cage was being implanted via an anterolateral approach through left side up. The exposure provided was poor. Instead of approaching the space perpendicular, the device was implanted at an angle (a cephalad to caudal). The implantation of the cage only required a minor amount of mallet, but expansion of the device (distracter was used) was extremely difficult due to the angle. The inserter reportedly kept on slipping off the implant when the surgeon went to expand the cage. Some add'l fine tuning of the final position was done using tamp. Final result of first surgery was suboptimal positioning of the cage poor contact of vertebral body endplates. However, all cage components appeared to be intact. The pt then returned to the operating room 5 days later for a scheduled posterior stabilization. The intro-op film was taken and it revealed the superior endcap of the implant had become disengaged and the strut was tipped over at a 45 degree angle. Finally, all components were removed via the posterior approach and the implant was replaced. There is no complications reported post the secondary surgery.

Manufacturer narrative:
(B) (4): device was received in the manufacturer for eval. The eval is in process. The f/u report will be sent after the eval is completed. Ap and lateral of spine with vb replacement construct shows disassociate of end cap and mal-alignment of device in both ap and lateral planes. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.